Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. The ccc found their quality control (qc) was in range at the time of the event. The customer stated that they did not spin the sample before the initial result. The ccc instructed the customer to spin the sample and then repeat the test. The result was within the expected range. The cause of the discordant, falsely depressed urine enzymatic creatinine result is due to a sample not being properly spun due to user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed urine enzymatic creatinine result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was not reported out to the physician(s). The customer spun the same sample and repeated on an alternate dimension vista instrument, resulting higher. The customer repeated the same sample on the alternate instrument again, resulting higher than the initial result. The customer did not report out any results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed urine enzymatic creatinine result.